Event description:
A cartridge alarm 20 was reported by the customer during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer reverted to an alternate method of insulin therapy.